Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient noted the reported meter would power off during use; he was unable to obtain a blood glucose reading. After the use of the meter, the patient took an increased dose of insulin, 10.0 units regular insulin. Fifty minutes afterwards, the patient experienced the symptoms of leg pain and impaired vision. The patient used another meter to test his blood glucose level, and obtained the reading of 26 mg/dl. The patient did not report seeking any medical attention or treatment. Troubleshooting revealed the battery did not need to be recharged. The issue was not resolved. The meter was replaced. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after taking an increased dose of insulin after the meter issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.